Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the driver was broken. According to the sr, it was used in surgery, but the surgery was finished without problems.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the "screwdriver blade - breakage in shaft" could be confirmed. The screwdriver blade is broken at the edge of the black color coding ring and the distal tip is bent (see investigation image documentation). Within the visual inspection it was determined that on the tip a mark is visible on the surface the origin of the breakage is clearly identified on the fracture surface. The mark is opposite to the breakage origin. The bending, the mark and the breakage origin reveal the direction of the force introduction into the device, resulted by levering with the screwdriver blade not during screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material or manufacturing related issues were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the driver was broken. According to the sr, it was used in surgery, but the surgery was finished without problems.